Event description:
It was reported that when using the bd pyxis¿ es server customer was able to dispense a bag of 1000mg / 100ml acetaminophen when the order was for 400mg / 40ml. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the split allowed configuration was disabled. A technical support specialist (tss) created a backup of the pediatric intensive care unit station database in accordance with the applicable knowledge article and saved it to secure storage. The tss then conducted testing in a laboratory environment and confirmed that when the allow split option was disabled in the formulary, partial-dose orders could not be entered once the total volume was cleared, which aligned with expected system behavior. Further review determined that orders with multiple pharmacy component segments caused the system to ignore the primary order item, while single-component orders defaulted to the primary order item and could not be removed if it was not configured in the formulary. The tss also verified that all order components had to correctly map to formulary strengths and units of measure within dispensing system settings, that fractional doses required the allow split option to be enabled, and that multicomponent orders could not have combination medications assigned, which needed to be removed from the formulary configuration. The system functioned as intended after the technical support specialist inspected the issue.